Event description:
It was reported that the insulin pump alarmed calibration and sensor errors. The blood glucose reading was 139 mg/dl. The customer stated that her interstitial fluid glucose value was completely off. Advised that the large shifts of the interstitial fluid glucose could have been caused by moisture or a damaged sensor. She also reported a bad sensor alert. After discussing calibration protocol and proper sensor use practices, advised the customer to return 2 sensors for analysis. The customer declined further troubleshoot for the sensor error alarm. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer tests per (B)(4). Both sensors failed. One of 2 sensors failed for damaged contact. 1 remaining sensor failed for low readings.